Manufacturer narrative:
A ge svc rep performed an onsite investigation. The automatic kv and ma function correctly. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that despite high kv and ma values the system's images were inadequate and the x-rays were not penetrating the pt. No pt injury was reported.